Manufacturer narrative:
The set screw was found to be stuck in the up position. A portion of a hex wrench was found to be broken off flush with the top of the set screw and lodged in the hex hole of the set screw. This portion of the hex wrench could not be removed from the set screw to allow further testing. Analysis of the device memory reveals no functional irregularities. No battery fault codes were noted in the device memory. No battery usage faults were noted in the device memory. Normal telemetry operations were noted during testing and detailed analysis. Memory analysis confirms proper operation of the device during the time of implant and therapy availability was not compromised.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited normal battery depletion. A revision procedure was performed, and the physician experienced difficulty to remove this s-ICD and then was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited normal battery depletion. A revision procedure was performed, and the physician experienced difficulty to remove this s-ICD and then was successfully replaced. No additional adverse patient effects were reported.